Event description:
It was reported to philips that the system was unable to boot. No harm to the patient or user was reported. Philips has started an investigation of this complaint

Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected, the system was outside of use at the time of event occurrence. The philips field service engineer (fse) went on-site and identified that the system was unable to boot. The fse proceeded to replace the hard disk, as the software could not be reinstalled. Following the replacement, the system was restored to optimal working condition. The codes have been updated based on the investigation's outcome.